Event description:
It was reported that during a sleeve procedure, the device fired once then stopped working. The device was not able to be fired again. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged drivers, damaged one piece sled. The analysis found that one device was returned in good visual condition and with an ecr60g reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object.as additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). After further investigation it was determined the device returned on this complaint belongs to another complaint (please reference 3005075853-2013-03913 for the details of the complaint). The device involved in this event was not returned. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.